Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a tecnis 1-piece monofocal model zcb00 24.5 diopter intraocular lens (iol) was explanted from a patient¿s right eye due to myopic surprise. Patient was doing fine when discharged. The replacement lens was another zcb00 of a lower diopter (22.0). No additional information is provided.